Event description:
It was reported that bd connecta plus3 white pegs had connection issues on the (B)(6) the patient was admitted to the hospital for intermittent bloody stools, continuous intravenous pumping of medication, and on the (B)(6) at 8:00 p.m., he was given a replacement of four tee connections for infusion, and at 9:05 p.m., the patient's family members complained that the tee connections were dislodged, and that the infusion exuded about 25 ml of infusion, so he was given a suspension of the infusion, and the infusion pathway and tee connectors were replaced anew, with no harm caused to the patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3093294. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.